Event description:
Approximately one month after implantation, this lead was found dislodged. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. During the visual inspection, a bent is 1 connector pin was observed. The subsequent root cause analysis indicated that mechanical forces applied during the implantation procedure should be taken into consideration. Further analysis revealed the presence of coagulated blood near the is 1 connector pin. In addition, coagulated blood residues were found on the stylet. These blood residuals were most likely introduced by means of the stylet used during the implantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.